Event description:
Generator product analysis was completed and approved. The generator was not found to have any anomalies present. It was found that due to the combination of high impedance and output current settings, a "vboost" compliance voltage was required. It was concluded that no anomalies existed in the generator. No additional information has been received to date.

Event description:
The patient underwent prophylactic generator replacement. The generator was returned for analysis. Product analysis has not been completed and approved to date. No additional information has been received to date.

Event description:
A patient's mother reported that her daughter had been referred for replacement due to low battery. The mother believed that this device should have lasted longer. The patient's mother also recalled her daughter's physician saying that the patient had interrogated with high impedance. The manufacturing history of the generator was reviewed and passed all test requirements. It was not manufactured during the period in which laser routing was part of the manufacturing process. No report of surgical intervention has occurred date. No additional information has been received to date. Manufacturer report #1644487-2019-02223 will report the high impedance event on the lead product.